Event description:
It was reported to boston scientific corporation that when an uphold vaginal support system kit was opened and examined during an anterior repair procedure, it was observed that the sleeve of one of the leg assemblies was not completely covering the mesh leg. Per the physician, the sleeve appeared to be held in place, just not all the way; it seemed to be partially pulled off. It is unknown whether the tack weld was intact. The physician decided to proceed with the implantation procedure using this device. As the physician attempted to pull the affected leg assembly through the left sacrospinous ligament, the sleeve pulled completely off from the mesh and fell loose into the patient. The sleeve was retrieved from inside the patient with a pair of pick-ups, and was noted to be completely intact. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.